Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that no insulin flow occurred during use with a pen ndl 32g 4mm hp 100. The following information was provided by the initial reporter, "pharmacist reported on behalf of consumer. Stated no insulin flow during priming. Pharmacist stated he also tried to prime a few pen needles from the box and no insulin came out. Stated he replaced the box for the consumer and samples are available. Lot: 8157588, item: 320555, expiration date: 2023-06-30."

Event description:
It was reported that no insulin flow occurred during use with a pen ndl 32g 4mm hp 100. The following information was provided by the initial reporter, "pharmacist reported on behalf of consumer. Stated no insulin flow during priming. Pharmacist stated he also tried to prime a few pen needles from the box and no insulin came out. Stated he replaced the box for the consumer and samples are available. Lot: 8157588. Item: 320555. Expiration date: 2023-06-30."

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.